Manufacturer narrative:
The device was returned to olympus for inspection. No reported allegation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the inspection identified the above findings. The most probable cause of the discovered damages was expected or random component failure without any design or manufacturing issue. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air/water (aw) channel and cylinder had white residue. There was no patient involvement.